Event description:
It was reported that the right atrial (ra) lead exhibited noise. Chest x-ray confirmed ra lead fracture due to clavicular crush. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.